Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), anxiety ("anxious"), depression ("depressed"), dyspareunia ("dyspareunia "), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (undergo a surgical removal of the device, bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, anxiety and depression had not resolved and the dyspareunia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received : new events, dysmenorrhea, abdominal pain and dyspareunia were added. Reporter contact information was added and updated. Patient's demographics were added. Date of insertion was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? Yes". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a surgical removal of the device,bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia and abdominal pain had resolved, the anxiety and depression had not resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: confirmation test- yes most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received. Event debilitating pelvic pain, cramping, dyspareunia and abdominal pain outcome updated. Event added did you undergo an essure confirmation test? Yes incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('debilitating pelvic pain') in an adult female patient who had essure (batch no. 58565,a4264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "did you undergo an essure confirmation test? Yes". The patient's medical history included gallbladder removal. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a surgical removal of the device,bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia and abdominal pain had resolved, the anxiety and depression had not resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: confirmation test- yes essure insertion date provided in mr : (B)(6) 2015 (discrepancy noted). Most recent follow-up information incorporated above includes: on 20-feb-2021: mr received : reporter, lot number added, rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('debilitating pelvic pain') in an adult female patient who had essure (batch no. 58565,a4264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "did you undergo an essure confirmation test? Yes". The patient's medical history included gallbladder removal. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a surgical removal of the device,bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia and abdominal pain had resolved, the anxiety and depression had not resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: confirmation test- yes essure insertion date provided in mr : (B)(6) 2015 (discrepancy noted). Lot number reported (58565,a4264) are invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('debilitating pelvic pain'). In an adult female patient who had essure (batch no. (58565,a4264)-inv), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "did you undergo an essure confirmation test? Yes". The patient's medical history included: gallbladder removal. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a surgical removal of the device,bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia and abdominal pain had resolved. The anxiety and depression had not resolved. And the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: confirmation test? Yes. Essure insertion date provided in mr: (B)(6) 2015 (discrepancy noted). Lot numbers as reported (58565,a4264) are invalid. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021, ticking of final repot box on EU/ca device tab. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a surgical removal of the device,bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, anxiety and depression had not resolved. The reporter considered abdominal pain lower, anxiety, depression and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.